Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the power supply intermittently fails to deliver power and emits a high frequency noise. There was no reported patient involvement. This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.